Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients were not crossing over to the server and station. A technical support specialist (tss) accessing the server, found that the patient had been automatically discharged with no new admission recorded. The tss advised customer to contact their active directory (adt) team to resend the patient admission message. Followed up for an update, and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that patient information was not crossing over from epic to pyxis. They noted that the patients did not appear on either the server or the station. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. However, there were no delays or adverse events or injuries reported based on this event.